Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of trend/ unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.

Event description:
Spouse reported a false positive result on behalf of the consumer with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024. Additional testing was performed on an unknown date with the carestart ag self-test kit and generated a negative result. No additional patient information, including treatment and outcome, was provided.